Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k113753 / k112160.

Event description:
It was reported that the implant fractured in the patient's mouth. The implant was placed closed to the sinus and at this point in order to avoid perforation, the implant will stay in the patients mouth. They will call at a later dat if they decide to remove it.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. The reported device was location on tooth #13 and was used for approximately 3 years. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant fractured in the patient's mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.